Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for thoracic descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The aneurysm size was 46.1 × 48.0 mm. The patient tolerated the procedure. On (B)(6) 2025, a reintervention was performed for a suspected type iiib endoleak and aneurysm enlargement (51 × 44 mm). An additional ctag ac was placed to reline the previous one; however, the endoleak did not disappear. Therefore, the physician determined that the type of endoleak was type ib and another ctag ac was placed to extend the treatment area distally for 2 cm. The endoleak disappeared. The type of endoleak was confirmed as type ib. The patient tolerated the procedure. The reporting physician commented as follows: from 3d CT data, type iiib endoleak was suspected; however, it was eventually determined type ib endoleak.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: three radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Cannot confirm aneurysm size and or growth with images provided for evaluation. Poor quality images provided for evaluation. Cannot confirm an endoleak is present with images provided for review. Wire patterns in this #2jpeg image shows multiple devices are implanted. Cannot confirm the number of devices with available images. Poor quality distal jpeg image. Cannot confirm an endoleak without contrast. Cannot confirm a type ib or a type iii endoleak with available images. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.